Event description:
It was reported there was repeated inhalation of carbon dioxide. There was no patient involvement. E authorized service provider (asp) confirmed the tidal volume is inaccurate. The asp replaced the flow sensor assembly and the issue was resolved.